Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The customer reported a blood glucose of 184 mg/dl. Reportedly, the customer entered the transmitter ID number incorrectly. The transmitter ultimately regained connection with the pump after the customer entered the correct transmitter ID number. No additional patient or event information was available.